Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The product was sterilized and implanted successfully, therefore no product will be returned to the manufacturer. The product is labeled non-sterile product. Based on the information provided the most likely cause is a misunderstanding between customer service and the sales associate.

Event description:
It is reported the sales associate was informed the product is distributed sterile, however the product is not distributed sterile. The label indicates it is non-sterile product. The implant had to be sterilized, which resulted in a two hour surgical delay. No adverse effects have been reported as a result of this event.